Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported side exchange with no complaints towards the device confirmed via ultrasound and mammogram. Later, healthcare professional reported capsular contracture baker grade IV. This record is for the left side. The device remains implanted. Explant surgery is scheduled and the explanted device will be returned.

Event description:
Patient reported side exchange with no complaints towards the device confirmed via ultrasound and mammogram. Later, healthcare professional reported capsular contracture baker grade IV. Later, healthcare professional reported "suspected rupture", "the capsule inside pocket was actually fairly thin" and "there was a little bit of collagen noted to be in the capsule with a slight whiteish discoloration. There was some thickening of the capsule against the chest wall, but overall, the capsule was in good shape". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Later, healthcare professional reported "suspected rupture", "the capsule inside pocket was actually fairly thin" and "there was a little bit of collagen noted to be in the capsule with a slight whiteish discoloration. There was some thickening of the capsule against the chest wall, but overall, the capsule was in good shape". This record is for the left side. The device was explanted.